Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from a patient receiving a unknown/"other" drug via an implantable pump for spinal pain. It was reported the patient missed a refill appointment "this week" and though their pump ran out of medication. This was also stated that the patient thought that their pump was "starting to run out now" because they were in severe pain. The patient confirmed that the pump was not alarming. The patient was upset because they had been calling their healthcare professionals (hcp) office and left messages but no one has called her back. The patient though their refill date was today, or "her empty pump date is today". It was stated, "it has today's date now". The patient confirmed they saw today ((B)(6) 2019) as the refill date.